Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse checked the error log and found error 319 for usm1. The fse swapped usm1 and usm2 and the fault transferred to usm2. The fse replaced usm1 to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contribute to the customer reported issue. Isi has received the product involved with this complaint; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the system had an error 319. The universal surgical manipulator (usm)1 could not be controlled. The system initially powered on without errors, and the system functionality was checked. An intuitive surgical, inc. (Isi) technical support engineer (tse) guided the customer to hard power cycle the system, but the issue persisted. The tse guided the customer to disabled usm1. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed after disabling usm1. There was no injury to the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse checked the error log and found error 319 for universal surgical manipulator 1 (usm). The isi fse swapped usm1 and usm2 and the fault transferred to usm2. The isi fse replaced usm1. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was tested on an in-house system and failed normal mode as it triggered 319 errors on the rolling loop. During investigation, it was found that the rolling loop was tangled and damaged, causing high friction on the insertion. The unit was also tested on the test platform and it failed check all boards, fiber test, and friction test on the insertion rolling loop. The unit went through more testing on the test platform and passed direction test, lissajous, sensors check, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. The rolling loop assembly will be replaced to resolve the issue. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue.